Manufacturer narrative:
Results of investigation: carefusion third party service technician performed bench testing on model lap top ventilator 1150. The unit passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the device/component for evaluation.

Event description:
It was reported to carefusion that the respiratory therapist found the resident in a supine position with his eyes closed, skin color cyanotic and decannulated. The tube holder was still secure around his neck and the lap top ventilator 1150 was still connected to the tube and ventilating. The respiratory therapist and registered nurse began cardio pulmonary resuscitation and called 911. The customer confirmed there was no further patient harm associated with the reported event. The customer confirmed that the ventilator alarmed appropriately and there are no allegations of a ventilator malfunction.